Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and stress urinary incontinence. The patient underwent a urethrolysis on (B)(6) 2008 for bilateral obstruction and possibility of nonresolving urgency and frequency. It was reported that the patient underwent a mesh take-down on (B)(6) 2009 and a monarch mesh was implanted for stress urinary incontinence. The patient underwent mesh revision on (B)(6) 2012 due to incomplete emptying and mesh exposure. (B)(4).

Manufacturer narrative:
It was reported on (B)(6) 2009 patient had a concurrent procedure. The patient had monarc subfascial hammock by ams for stress urinary incontinence and a removal of mesh because of retention.